Event description:
Customer reported that the 840 ventilator lost communications between the breath delivery unit (bdu) and graphic user interface (gui). The failure happened when the device was (not) used on a pt. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was not able to duplicate the reported complaint. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).